Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. Additional information was received indicating the vector was reprogrammed to secondary to mitigate further inappropriate therapy. Four months later, this s-ICD was explanted and returned for product analysis. No additional adverse patient effects were reporte

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available. No adverse patient effects were reported. Additional information was received indicating the vector was reprogrammed to secondary to mitigate further inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. Additional information was received indicating the vector was reprogrammed to secondary to mitigate further inappropriate therapy. Four months later, this s-ICD was explanted and returned for product analysis. No additional adverse patient effects were reported.